Event description:
Groshong catheter removed due to non functioning. Found that cath had broken/fractured off and distal portin migrated to superior vena cava and right atrium. Successfully removed in interventional radiology.